Event description:
While under sedation for an unknown therapeutic procedure, the subject device was unable to capture in the field. This led to a surgical prolongation greater than 30 minutes. The procedure was completed using a backup device and there were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was no returned to olympus for evaluation and the complaint was not confirmed. Cause cannot be established due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.